Event description:
The patient is reportedly experiencing poor performance and pain with device use. External equipment was exchanged, however, this did not resolve the issue. Testing showed that the device is functioning within normal limit. Revision surgery is scheduled.